Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had been receiving an unknown dose and concentration of prialt via an implantable pump for spinal pain. The patient reported their pump was moving. The patient stated it "stands on its side, rubs against her inside, and feels like it it's rubbing through the skin." The patient was afraid the catheter would "pull off" because of the movement. The patient also reported that the doctor's "tubing was longer than what he had." The patient was redirected to follow-up with her managing hcp. No further complications were reported or anticipated.